Event description:
It was reported that during a knee collateral ligament repair surgery while implanting, the product slipped and can't be implanted, all the pieces were removed from the patient. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
One 72200755 twinfix ti 5.0 suture anchor used for treatment, was returned for evaluation. The complaint stated: ¿the product slipped and can't be implanted¿. The insertion device was returned in good condition. There is indication that the anchor began to strip inside the inserter hex. Suture was returned would around the handle with the damaged anchor attached. The hex head was destroyed from force. Threads were dinged and chewed up. The symptoms are aligned with contact with another instrument or device, excess force applied and possible loss of axial alignment during insertion attempt. Successful implantation requires following the recommended site prep recommendations. Instructions for use for this product includes technique driven specific instructions: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Breakage of suture anchor can occur if predrilling is not performed prior to implantation. Excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the anchor size, drill hole size, and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the drill hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient's bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Using the appropriate smith and nephew drill bit and drill guide (each sold separately), prepare the anchor insertion site (refer to the use of smith and nephew drill bits and drill guide sections of this document)¿. A 2.5mm drill bit is recommended prep instrument for this anchor. Root cause related to the manufacture of the device was not confirmed.